Manufacturer narrative:
The laser probe was not returned for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported rfid event can be attributed to customer use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The laser probe was not returned for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported rfid event can be attributed to customer use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure a system message was displayed alerting the user that the laser probe was not recognized by the system. The surgeon could not complete the laser portion of the procedure. The laser treatment of the patient was completed at his physician's office with no consequences to the patient. Additional information was received indicating the laser portion of the procedure was completed on the following day in the doctor office. Staff retraining was provided by the company representative on how to use and insert the laser probes into the system.